Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow up report will be submitted.

Event description:
A facility reported that the Mayfield Skull Clamp (Unknown Catalog#) slipped, and the skull pin scraped the patient's skull, causing an injury to the patient. Additional information has been requested.